Event description:
It was reported that during hospital inspection, the cardiosave intra-aortic balloon pump (iabp) unit touch panel does not respond.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion, component code). Additional information: e1 event site (state: (B)(6). A getinge field service engineer evaluated conducted an inspection based on the inspection record sheet above. Fse replaced the touch panel display(0160-00-0123) because it could not be pressed. Replaced the tidal disk (0202-00-0142) and backup alarm battery(0146-00-0146).performed equipment calibration. It is unknown of patient involvement.

Event description:
It was reported that during hospital inspection, the cardiosave intra-aortic balloon pump (iabp) unit touch panel does not respond. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.